Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported multiple auto mode switching episodes were observed on the merlin transmission due to far-field r-wave oversensing. Reprogramming changes were recommended but have not be completed. The patient will be monitored every month. The patient condition is fine.